Event description:
It was reported that a user of the ilet experienced hyperglycemia after lunch, with glucose rising to a reported peak of 388 mg/dl and remaining elevated for several hours; review indicated glucose was already elevated before the meal, and the device required additional time to correct. Investigation included customer interview and device-use review with troubleshooting education provided. Further investigation of this case revealed that hyperglycemia occurred in the context of pre-meal elevation and meal intake, with the device responding as designed too gradually correct. There was no user reported symptoms during the event, and no reported clinical symptoms. Outcomes included return of glucose to target range without hospitalization or medical intervention. It was concluded that, based on previously established findings for similar reports, the event was related to hyperglycemia with an unclear cause, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.